Event description:
Ventilator autocycling at a higher rate of breaths per minute than setting on ventilator reflected. The cause was later determined (by the MFR) to be due to a hole in the exhalation valve diaphragm that was not immediately noted by the respiratory therapist. Pt developed respiratory alkalosis.